Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, a fractured shaft was found. When the physician was opening the taxus liberte' 2.75x38mm drug eluting stent, it was noted that the shaft was broken. The procedure was completed with another taxus liberte' stent. As there was no pt involvement, no complications occurred.

Manufacturer narrative:
(B)(4).